Event description:
Patient was revised to address metallosis and impingement of the neck and cup.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. Revision records indicate that the patient's acetabular shell was excessively anteverted and had slight motion. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ae9fk1000 and 2397242. A search of the complaint database finds additional reported incidents against lot codes 2475195 and 2427283 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. In addition to what was previously alleged, ppf alleges elevated metal ions. Added a bone screw since cup was revised. Doi: (B)(6) 2007; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.